Event description:
A surgeon reported observing a corneal burn during a phacoemulsification procedure. The pt required one stitch to close the wound and is expected to recover fully. The machine is continuing to be used uneventfully by other surgeons at the surgery center.